Manufacturer narrative:
The attachment was received at the manufacturer for investigation. When testing, it was confirmed that the attachment got hot right above the locking collar. The product was disassembled and debris was found inside the bearing which was causing it to run rough and over heat. The debris could have been introduced during the cleaning and sterilization process. The IFU states that the customer should run the attachment before every use to ensure that the operation of the product is normal. When bearings have debris in them the user should be able to tell that the attachment is not running correctly due to additional heat, noise, and vibration in the attachment.

Event description:
It was reported that during an oral procedure, the drill attachment heated up and the patient received a second degree burn to the inner portion of the lip. A cooling ointment was applied at the time of the incident, and no further treatment is expected.